Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device there was a puff of smoke, and the device will not turn on anymore. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The internal investigation showed that there were signs of water ingress on the pca with multiple blown chips on both sides. The issue of water ingress on the pca. There were also signs of water ingress on the iso port. There was mineral deposit buildup in the water tank. There was thermal stress on the back of the ui panel.